Event description:
This report is being filed upon notification from our mr manufacturer to submit this event that happened in other country. Problem: pt had a mr procedure. The pt was scanned on an intera 1.5t mr system with no additional rf coil attached. Immediately after the examination, second to third degree burns appeared on the inside of his calves.

Manufacturer narrative:
Conclusions (other): summary of the investigation: there was no coil or cable in the vicinity of the burn. Only the quadrature body coil (qbc) was used and no additional optional rf coil. Some scans with high sar levels were performed. Pt was large and heavily perspiring. It is not clear if insulation/separation was used to separate the two skin surfaces of the calves. Initially, the calves were separated approximately 10 cm, however, it was mentioned that the pt moved the legs during the examination. The conclusion is that the burns were caused by skin to skin contact. Skin to skin burns is a known cause for rf burns during a MRI scan. The best way to prevent skin to skin rf burns is to create enough isolation between the two skin surfaces either by distance or by an isolating material between the skins. Therefore, an accessory set is part of the every mr system delivery containing several spacers and cushions. The instructions for use already contain extensive warnings.